Event description:
Customer reported the insulin pump alarmed motor error. Customer was driving when alarm occurred. Customer's blood glucose was 128 mg/dl, treated with manual injection. Customer states that she takes good care of her insulin pump. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No motor error alarm during testing. The insulin pump passed functional testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.